Event description:
A health care professional reported that readings from an adc meter were inconsistent from laboratory results. The hcp reported that a pt being treated for respiratory arrest had received an adc meter reading of 300mg/dl as compared to a laboratory result of 9mg/dl. However, these readings were not obtained within 10 minutes. The pt received a glucose infusion IV and the hcp reported a lab blood glucose reading of 192 mg/dl as compared to the adc meter's reading of 288 mg/dl was obtained. Although these readings were performed within 10 minutes, they fell into the "b" zone of the parkes error grid and are not considered clinically significant. There were no valid readings reported. No diagnosis was reported. It was reported that after treatment the pt regained consciousness. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The meter has been requested back for investigation and a final report will be submitted when the investigation is complete.